Manufacturer narrative:
The device history record (DHR) review confirmed that there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the subject guidewire device revealed that the subject guidewire was noted to be kinked/bent at 47cm and 183.5cm from the proximal end. The subject guidewire nitinol tubing was noted to be broken/fractured in two segments towards the distal end and was joined by a significantly stretched platinum wire. Under magnification, it was noted that the subject guidewire nitinol tubing was broken/fractured at 183.5cm from the proximal end. In the proximal segment and the distal segment, the platinum wires were noted to be exposed. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. The functional evaluation could not be performed due to the damage of the returned subject guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the subject guidewire was confirmed to be in good condition during preparation/prior to use on the patient, the subject guidewire was prepared for use as per the directions for use, there was no resistance encountered when removing the subject guidewire from the dispenser hoop, an introducer sheath was used to facilitate the introduction of the subject guidewire into the microcatheter, the subject guidewire was torqued once, no excessive force was during torquing the subject guidewire, the same microcatheter used to complete the procedure, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Product analysis found the returned subject guidewire was kinked/bent at 47cm and 183.5cm from the proximal end. Under magnification it was noted that the subject guidewire nitinol tubing was broken/fractured at the kink 183.5cm from the proximal end. The g subject guidewire nitinol tubing was also broken/fractured in two segments towards the distal end and was joined by a significantly stretched platinum wire which indicates the subject guidewire encountered significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the reported ¿guidewire difficult to insert¿ and the analyzed ¿guidewire kinked/bent¿ and ¿guidewire broken fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject guidewire device was returned for analysis, and it was discovered that the subject guidewire¿s nitinol tubing was broken/fractured in two segments. There were no clinical consequences to the patient due to the event.